Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited an increased pacing threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.